Manufacturer narrative:
According to the customer's daughter on 11/11, the chair part broke of as her mother's aid took her on the chair. She fell and got injured. This occurred on the first day of using it. The ambulance was called. The customer's daughter said they had to check her bones to see if anything was broken and to see if she had any internal bleeding because she's on blood thinners. The daughter stated she injured her hip and bleeds. There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer's daughter on 11/11, the chair part broke of as her mother's aid took her on the chair. She fell and got injured.